Event description:
This ra lead was implanted on (B)(6) 2012 and explanted on (B)(6) 12 as the helix failed to extend. The procedure took place at (B)(6) hospital of (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).